Event description:
The patient reported headaches and limited mobility after a trial procedure. The patient presented to the ER, where it was confirmed that the patient had a csf leak. The physician used a dura seal to patch the leak, during a lead revision procedure. The patient is reportedly doing well and receiving benefit from the device.

Manufacturer narrative:
The explanted products were discarded by the surgical center and will not be returned for evaluation. This is the final report.